Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: 4574 implantable pacing lead 2009-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated no pacing capture in the rv (right ventricle).

Event description:
It was reported that the patient presented to the emergency department with presyncopal episode and loss of capture in the right ventricular lead was confirmed via telemetry. The output was increased and the lead remains in use. No further patient complicationshave been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency department with presyncopal episode and loss of capture in the right ventricular lead was confirmed via telemetry. The output was increased and the lead remains in use. No further patient complications have been reported as a result of this event. (B)(4) 2013 update: it was further reported the lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.